Manufacturer narrative:
The hill-rom technician found the gear rack and friction plate needed replaced. The instruction guide for golvo, 7en140107-01, states under care and maintenance; for safe and trouble free operation, a few routine procedures should be performed every day the lift is used. - check the integrity of the lifting motion and the base-width adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the gear rack and friction plate to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the leg of the lift came out of the base while moving the patient. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).